Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file showed several instances of shock advised, defib state hold indicating the device was charged and waiting for a shock button press from the operator. However, the shock button was not pressed. On the ninth shock advised prompt, the user switched the device from AED mode to manual mode and delivered two shocks. The device appears to be working as designed. Analysis of reports of this type has not identified an increase in trend.